Event description:
The customer stated he experienced a low blood glucose reading of 20 mg/dl while at the dentist. The customer stated he drove home and was almost in a car accident due to the low blood glucose and the police and paramedics were called to the scene. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.